Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 20014414 UDI: (B)(4). Product family: scs-extension upn: m365sc3138250 model: sc-3138-25 serial: (B)(6) batch: 20460192 UDI: (B)(4). Product family: scs-extension upn: m365sc3138250 model: sc-3138-25 serial: (B)(6) batch: 20460192 UDI: (B)(4). Product family: scs-extension upn: m365sc3138250 model: sc-3138-25 serial: (B)(6) batch: 20460192 UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were revised due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.